Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On 01/21/2017, the reporter contacted animas, alleging a other (unusual issue) issue. The reporter alleged that the pump skipped menu functions when the battery needed to be changed. The reporter was not able to provide further information during the initial complaint. Customer technical support made attempts to contact the reporter for additional information and troubleshooting, without success. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged issue may impact insulin delivery

Manufacturer narrative:
Follow-up #1: date of submission 01-mar-2018 device evaluation: the device has been returned and evaluated by product analysis on 22-feb-2018 with the following findings: a review of the black box showed no activity outside of normal use. The rewind, load, and prime steps were performed successfully. The pump was run for 24 hours and no alarms occurred. The pump was rebooted to simulate a battery change and the pump powered up correctly and maintained the time and date settings. The pump menu was navigated through with no missing functions or menu. The allegation of "skipps menu functions" was unable to be duplicated. Unrelated to the original complaint, the battery compartment was cracked at the threads on the side.